Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-06165 it was reported one of the patient's leads was explanted and replaced due to being fractured. Surgical intervention addressed the patient's issue. Note: both of the patient's leads are being reported explanted because it is unknown which device was replaced.